Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found bent, but it cannot be determined when or what caused the damage. In addition, a tear was found in the exposed portion of the soft cannula. Fluid was unable to pass through the entire fluid path and exit the distal tip of the soft cannula as it diverted through the tear. No blood was observed on or within the device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device was returned but is pending evaluation. We are unable to confirm the bent cannula, unsure inserted cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It also looked like it may not have injected. The pods site was also bleeding and bruised. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.